Manufacturer narrative:
After battery installation, device powered up with a white and gray brush stroked screen. The display was unreadable. After further examination of the unit¿s interior, there were cracks on the lcd screen starting from the center and radiating outwards in all directions. Unable to perform displacement, and self tests due to the display anomaly.

Manufacturer narrative:
The initial report was submitted with incorrect date. The correct date is 10-jan-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was showing half of the screen as a white bar while going through menu. The customer¿s blood glucose level was 161 mg/dl at the time of incident. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.